Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by bio ID cable port. A field service engineer switched ports for the usb ran the application that was on the support screen to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis ciisafe system that it had a bio ID failure, power saving setting issue cause shutdown. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.